Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Unable to review the device history records as the product identification is unknown. This device is used for treatment. Unable to review the complaint history records as the product identification is unknown. Unable to perform a compatibility check as the product identification is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
A hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.